Event description:
Surgeon tightened the 1st cam of the cervical platea, which went smoothly. Then proceeded to tighten the 2nd cam. The tip of cam tightener broke off in the cam. Repeated efforts to remove the tip were unsuccessful. Rep informed surgeon he could back out the screws and insert a different plate. However, the surgeon decided it would be fine and felt the screws were okay without it engaged as there was very good purchase on screw. As an unintended piece was left behind an MDR is being filed.